Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 7575919. Common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 7603034. It was reported to abbott a patient was unable to place their ipg in MRI mode and their system was auto reducing. Records indicate that patient had one lead cut on (B)(6) 2020 according to (B)(4). The patient currently had three leads implanted with one inactive. There was high impedance on contacts 3,5 and 7. Surgery took place where all the leads and ipg were explanted. The patient will have new leads and ipg implanted at a later date following management of other medical issues. There were no complications during surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determine

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances on three lead contacts. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data. D10 - concomitant medical products and therapy dates. The reported ¿high impedance¿ was confirmed. Analysis of the returned lead a found all internal wires were broken. The root cause of the fractures is unknown as the patient did not report any falls, trauma or accidents prior to the reported allegation.